Event description:
Following a cardiac catheterization procedure, an attempt was made to deploy a vasoseal elite. During the procedure, the j segment would not deploy. The locator's handle would slide in and out, but the j segment would not exit the locator. No patient complications were reported.